Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing and varying capture thresholds were observed on the right ventricular lead of an asymptomatic patient. The lead was disabled; the patient was not dependent. The patient was seen again on (B)(6) 2015 with normal measurements were observed and the lead was reactivated.